Manufacturer narrative:
Findings: blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to ocean water. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid. The customer states pump was submerged in water and now it's not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.